Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was able to confirm the reported event, the monitor failed power testing due to an out of specification integrated circuit component.

Event description:
It was reported by the patient that the previously working remote monitor would not turn on. The batteries were changed but the situation did not resolve. The monitor was returned. No patient complications were reported as a result of this event.